Event description:
It was reported that the patient presented to the hospital for a follow-up on 4 jan 2023. Upon examination, it was noted that the right atrial (ra) lead had no capture threshold and was oversensing right ventricular signals. Fluoroscopy revealed ra lead dislodgement and lead in right ventricle. The physician performed revision procedure where ra lead was explanted and replaced on (B)(6) 2023. The patient was stable throughout.